Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Also, an occlusion alarm occurred after the cartridge alarm occurred. Reportedly, multiple cartridge error messages occurred while the customer attempted to change the cartridge. The customer's blood glucose level was not impacted. The customer changed the site/tubing and was able to load a new cartridge.